Event description:
It was reported that the patient underwent a primary knee surgery on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to luxation. No further information has been received.

Manufacturer narrative:
The relevant manufacturing history records for the bearing indicate that the part was manufactured correctly. The returned bearing was evaluated. Visual inspection of the bearing showed the inferior articulating bearing surface to be in good condition. The bearing has been measured and compared with the relevant manufacturing drawing in order to assess the wear and level of deformation. There are only very slight reductions in the measurements taken. These measurements along with visual inspection of the bearing indicate that polyethylene wear of the component is not the ultimate cause for revision. Radiographs have not been supplied and so assessment of the component positioning, sizing and alignment cannot be made. It is stated in the complaint information that this 7 mm oxford anatomical meniscal bearing has been revised to a 9 mm oxford anatomical meniscal bearing. The incidence of luxation has occurred only two months after the initial procedure and does not look to have been caused by polyethylene wear; therefore it is thought that the initial component sizing in the primary unicompartmental knee procedure may have been a contributing factor to the luxation of the bearing.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.